Event description:
Related to MFR report # 2183959-2012-01836. On (B)(6) 2009, an ams elevate posterior was implanted in the plaintiff to treat her pop (pelvic organ prolapse) and sui (stress urinary incontinence). The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff, suffered serious bodily injuries, including "extreme pelvic, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.